Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was corrosion issue with controller. The controller (hsc-082007) was in use for 35 months.

Manufacturer narrative:
User facility report: (B)(6) was received 31jan2023. Manufacturer's investigation conclusion: the reported event of a green liquid substance was confirmed based on the customer provided photos. The photos revealed some sections of the white strain relief were damaged and the black cable was severed. The green liquid substance that appears on the system controller power leads first, then tracks back into the system controller housing, is oxidation of the underlying shield contained in the power leads. Although the root cause was not able to be determined in this case, the green liquid substance typically occurs due to small cuts and tears in the cable jacket (outer insulation) where the moisture will react with the copper in the cadmium/copper shield used for electromagnetic interference (emi) resulting in oxidation of the copper, which turns the moisture green. Depending on length of exposure or repeated exposures the green liquid substance may accumulate and enters the housing of the system controller. Multiple requests were made; however, the reported system controller, serial number (B)(6), was not returned for evaluation and a full functional test was not performed. There were no reported functional issues with the controller and there were no previously documented complaints. The investigation file will be closed, and it will be re-opened if the system controller is returned later. The device history records were reviewed, and the record revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 4 ¿living with the heartmate 3/ using the shower bag¿ and heartmate 3 instructions for use under section 6 patient care and management/using the shower bag explain how to protect the system components, including the system controller when showering is approved: although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock, or the pump may stop. You cannot take tub baths with the pump, but you may be able to shower after the driveline exit site heals. Your doctor decides if you can shower. Do not shower without your doctor¿s approval. After you are approved for showering, you must use the shower bag for every shower. It protects the outside parts of the system from water and moisture: both documents contain a warning regarding the proper use of the shower bag: ¿ never swim or take tub baths. Immersion in water will cause the pump to stop. ¿ showering may be allowed, but only after the exit site has healed and only with a doctor¿s permission. Do not shower without a doctor¿s approval. ¿ if approved for showers, always use the shower bag for every shower. Never shower without the shower bag. ¿ never expose the system controller or batteries to water. The system controller must be kept dry at all times. ¿ do not shower while connected to the mobile power unit. Only shower while on battery power. ¿ do not submerge the shower bag in water. Heartmate 3 patient handbook document under section 2 ¿how your heart pump works/ system controller power cables connectors¿ and heartmate 3 instructions for use under section 6 patient care and management/caring for the system controller power cables inform the user how important is to protect the power cables from kinks, sharp bends and repeated bending. The patient must be educated about the importance of keeping the system controller power cables free from damage. Heartmate 3 patient handbook under section 6 ¿caring for the equipment/ cleaning system controller power cables¿ and heartmate 3 instructions for use under section 8 equipment storage and care/cleaning system controller power cables explain the proper steps to clean the system controller/system controller power cables. The documents also inform the user that the external components should undergo routine and periodic inspections, cleaning, and maintenance. The heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states: describe the event or problem: this report covers multiple pieces of equipment from multiple patients. This report details corrosion issues with the heartmate vad system pocket controller. Summary: it appears that the metal braided shielding in the pocket controller power cables is corroding over time. The corrosion appears to be developing throughout the entire length of the power cables. The corrosion eventually produces a liquid green slimy substance. This slimy green liquid can eventually penetrate the inside of the controller and end up on the internal computer chips ¿ which could lead to malfunction or catastrophic failure. Investigation: the initial sign of the corrosion was a green liquid substance on the distal portion of the power leads, within the crevices of the bend relief. We dissected the bend relief to locate the source of the green liquid. We assumed the source of the corrosion would have been where the power wires meet the connector. However, this area had no evidence of corrosion. We then cut along the power lead in an attempt to find the source and to see how far the green liquid had travelled. This is when we discovered the green slimy substance was throughout the entire length of both power leads. We then dismantled the controller housing to see if the green liquid had penetrated the controller. We did this to 4 controllers in total so far. We have observed that in three of the four controllers, the ¿strength member¿ rope absorbed the advancing green liquid and stopped it from reaching the internal electronics of the controller. However, in one of the four dismantled controllers, the strength member was saturated, and the green liquid penetrated the controller and was observed pooling and contacting parts of the internal computer board and a ribbon cable. Notes: we dissected five total controllers in the audit. Only one of the five controllers did not have corrosion. The controllers with the corrosion were in use for varying lengths of time, ranging from 8 months to 35 months. Serial numbers of corroded controllers range from [redacted] to [redacted] of note, all of the controllers with corrosion were in use on patients that were showering. The controller without corrosion was from a patient that was not showering. This controller was in use for 45 months. This observation suggests that showering could be the root cause of the corrosion, however more investigation is warranted. Related manufacturer report numbers: 2916596-2023-00764; 2916596-2023-00766; 2916596-2023-00768.